Event description:
While trying to retrieve the guidewire it was observed that the length of the wire was coming out but the distal coil remained unmoved. Upon perisistent pulling the distal coil got elongated and snapped midway. All attempts (snare kit and bioptome) to remove the elongated distal coil failed.